Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr) and a tethered septal leaflet for a triclip procedure. During the procedure it was difficult to visualize the clip due to a previously implanted pacemaker lead that was fixed high on the ventricular septum. The triclip xtw was placed on the anterior and septal leaflet segments. The tr grade reduced to 3-4. Upon deployment of the clip, a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. The mr grade increased to 5. A second triclip xtw was implanted posterior to the first clip to stabilize and reduce tr to grade 3-4. A third triclip xtw was implanted on the central posterior and septal leaflet segments to further reduce tr to grade 1-2. Per the physician, the slda was due to the poor visualization, grasping, and leaflet insertion due to the presence of the pacemaker lead.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to procedural circumstances and patient condition. The reported difficult positioning and difficult imaging were due to patient condition. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.